Manufacturer narrative:
The device referenced in this report was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that a portion of the bending section cover glue at the proximal end was missing. This breakage likely occurred when the physician withdrew the scope from the trocar. The exact cause of the user's experience could not be conclusively determined, but the age of the device and user handling could not be ruled out as a contributory factors to the reported event. The device was serviced and was returned to the user facility. The device instructions for use cautioned users to "straighten the bending section of the endoscope before inserting or withdrawing the endoscope into/from the flexible trocar. Damage to the bending section may result." This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that a portion of the bending section cover glue came off during an unspecified procedure, and fell off into the pt. The physician recovered the device fragment with the use of the same scope. There was no pt injury reported.